Event description:
The customer called with concerns of low results. Ran a back to back blood test, results read 150 and 159mg/dl. Recalled blood results in meter memory: 117mg/dl-01/15-02:59am. Lo-(B)(6) -02:45am. 69mg/dl-(B)(6)-12:36am. 114mg/dl-(B)(6)-01:49pm. 96mg/dl-(B)(6)-11:03pm. Verified that she is not storing her supplies in a dry area at room temperature. Expected blood sugar is 110-115mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strip evaluation indicated no defects found. Most likely underlying root cause of malfunction noted in the complaint: test strip issue, user had a low glucose value.